Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis as of the date of this report.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy without lymphadenectomy surgical procedure, the tip of the sp monopolar curved scissors came loose and fell into the patient. It could not be reconnected to the instrument afterwards. The fragment was retrieved, and the procedure was completed as planned. Intuitive followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use. There was no damage or anything out of the ordinary. During the preparation of the instrument, the instrument fragment fell inside the patient. The surgeon did not notice any issues with the functionality of the instrument during the surgical procedure. The instrument did not collide with any other instruments or other hard material during the surgical procedure. The instrument was not removed during the procedure (prior to the breakage). The surgical staff did not feel any resistance upon removal of the instrument through the cannula. Upon final removal of the instrument, the wrist was straightened. The surgical staff did not feel any resistance upon removal of the instrument through the cannula. The surgical staff did not notice any other damage to the instrument after the event occurred. All fragments of the tip were removed. It was only the tip. There was no additional surgical procedure required to remove the fragment (i.e., laparoscopy or open procedure), no post-operative tests like an x-ray or ultrasound performed to check for remaining fragments. The procedure was completed robotically. There was no injury to the patient. The patient did not return to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. Only the instrument was available for return. There are no photographic images of the device(s) or a video recording of the procedure available for review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the monopolar curved scissors (mcs) instrument for failure analysis evaluation. The instrument was tested with an in-house mcs tip cover accessory installed on the tube adapter. No issues were observed and the tip accessory did not fit loosely. The instrument was tested on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The blades opened and closed properly. The instrument was fully functional. Abrasions were found on the instrument tube adapter. The root cause may be related to other factors unrelated to the product.

Event description:
Refer to h11 for follow-up information.